Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 64 mg/dl. The customer reported issues with the sensors. The customer stated that he blacked out at (B)(6) and people tried to feel him with little debbie cakes to raise his blood glucose. Customer's blood glucose level was 261 mg/dl at the time of the call. The customer stated that all the low readings happened in december. The product was not returned for analysis.